Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# unknown, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect following a ¿downfall on the back.¿ less than 50% therapy relief was noted. It was stated the ¿electrode¿ was in an ¿un-normal position to the implantable neurostimulator (ins).¿ lead migration was indicated. In addition, high impedances were measured. With electrode 2, impedances were greater than 4,000 ohms. In addition to impedance testing, x-rays, and reprogramming were performed. The lead was replaced as a result of the event. It was later stated the screw of the ins did not fit/maybe was broken. It was not possible to fix a new lead to the ins and the ins was also replaced. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. The setscrew was backed out too far. Analysis of the tined lead found that the #2 conductor was broken 15.0 cm from the proximal end.

Event description:
Additional information received reported the patient was ¿fine¿ following the procedure. No problems were noted and therapy was effective as of the date of this report.